Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported that the v-cutter was not able to cut and cauterize the vein. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.